Event description:
A professional customer reported an issue involving an acc arm unit. The customer stated that a patient was found unconscious on the bedroom floor of her residence. The patient had reportedly been down for approximately 15 minutes prior to the initiation of therapy. Emergency medical services (ems) applied the arm unit to the patient during resuscitation efforts. Ems reported that the device caused a penetrating chest wound. The patient had a history of open-heart surgery, and it appeared that the prior surgical scar reopened during compressions. Ems also reported that the patient's sternum was fractured. Despite resuscitation efforts, the patient ultimately did not survive. The reported cause of death was anoxic brain injury and prolonged cardiac arrest.

Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.